Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the injury was noted in the sinus of valsalva (sov) and was likely to be due to the pre-implant balloon aortic valvuloplasty. Per the physician, the valve nor the delivery catheter system contributed to the injury. However, further information reported that the pericardial effusion, likely caused by the right ventricle temporary pacing lead during the procedure, resolved naturally post-procedure. Around five days post-operative, ataxia in the right lower limb was observed during rehabilitation. A head magnetic resonance imaging revealed scattered cerebral infarctions in the left cerebellar hemisphere and parietal lobe. A contrast computed tomography showed thrombus attachment at the non-coronary cusp of the native sov when observing the evolut. Initially, no antithrombotic medication was administered for a few days post-evolut implant, but aspirin was started around day four post-implant. After observing the thrombus, the medication was changed to direct oral anticoagulants. Ultimately, due to residual symptoms, a transfer to a rehabilitation facility is planned.

Event description:
It was reported that following the placement of this transcatheter bioprosthetic valve, pericardial effusion was revealed to be accumulating and "oozing" on an echocardiogram. Per the physician, this was due to suspected damage at the "base". The patient's blood pressure gradually began to decrease. Vasopressor medication was administered before the procedure was completed. It was noted that the vasopressor was effective. Additional information was received that the injury was noted in the sinus of valsalva (sov) and was likely to be due to the pre-implant balloon aortic valvuloplasty. Per the physician, the valve nor the delivery catheter system contributed to the injury. However, further information reported that the pericardial effusion, likely caused by the right ventricle temporary pacing lead during the procedure, resolved naturally post-procedure. Around five days post-operative, ataxia in the right lower limb was observed during rehabilitation. A head magnetic resonance imaging revealed scattered cerebral infarctions in the left cerebellar hemisphere and parietal lobe. A contrast computed tomography showed thrombus attachment at the non-coronary cusp of the native sov when observing the evolut. Initially, no antithrombotic medication was administered for a few days post-evolut implant, but aspirin was started around day four post-implant. After observing the thrombus, the medication was changed to direct oral anticoagulants. Ultimately, due to residual symptoms, a transfer to a rehabilitation facility is planned. Additional information was received to report from the physician, neither the valve nor the delivery catheter system (dcs) contributed to the stroke. It was also reported the ischemia is not resolved.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the placement of this transcatheter bioprosthetic valve, pericardial effusion was revealed to be slowly accumulating and "oozing" on an echocardiogram. Per the physician, this was due to suspected damage at the "base". The patient's blood pressure gradually began to decrease. Vasopressor medication was administered before the procedure was completed. It was noted that the vasopressor was effective.